Event description:
Customer reportedly received results of 524 mg/dl and 162 mg/dl within 10 minutes on the aviva system. Customer took his prescribed dose of lantus after obtaining the reported results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.